Manufacturer narrative:
An outside of united states (ous) customer reported multiple, falsely depressed thyroid-stimulating hormone (tsh3-ultra) patient results that were obtained on an immulite 2000 xpi instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the level sense and adjusted the position of sample-pipettor in blind-hole. Additionally, the cse had retrieved and reviewed the main data, spy files, error log, and daily events. Siemens is investigating the issue. MDR 2247117-2022-00027 was filed in conjunction to this report.

Event description:
A discordant, falsely depressed thyroid-stimulating hormone (tsh3-ultra) patient result (1 patient) was obtained on an immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroid-stimulating hormone (tsh3-ultra) patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00028 on 07jul2022. Additional information (23aug2022): an outside of united states (ous) customer reported multiple, falsely depressed thyroid-stimulating hormone (tsh3-ultra) patient results that were obtained on an immulite 2000 xpi instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse was able to resolve the issue through routine troubleshooting by adjusting the position of the sample-pipettor in the wash station blind-hole. The region stated that the customer has not experienced any additional discordant results after the adjustment position of the sample-pipettor in the wash station blind-hole. Siemens concluded that the cause of the issue was the misaligned sample probe. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2022-00027_s1 was filed in conjunction to this report.